Manufacturer narrative:
It was reported that there was an ¿arterial bubble sensor defective alarm¿, no visible damage was detected on the sensor or its cable. The failure occurred during set up. A getinge field service technician (fst) was sent for investigation and repair on 2023-12-14. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "art. Bubble sensor defective" could be confirmed on the date of event. No exact root cause for the reported failure "arterial bubble sensor defective" could be determined. However, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: - influence due to other ultrasonic devices (e.g. Flow sensor) - bubble sensor defective / disturbed - bubble sensor not plugged but recognized - connection of non-compatible sensor - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage) referring to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on (B)(6) 2023 for the period of (B)(6) 2020 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-07-03. Based on the results the reported failure "arterial bubble sensor defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there was an ¿arterial bubble sensor defective alarm¿, no visible damage was detected on the sensor or its cable. The failure occurred during set up. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
UDI related data quality updates only: this follow-up emdr is submitted to include the UDI number for device related to this event, please refer to section d4 unique device identifier (UDI) for the complete UDI number. The investigation results have not been changed since the last emdr (mfg report number 8010762-2023-00630).

Event description:
Complaint ID# (B)(4).